Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set spike tip broke off. The following information was provided by the initial reporter: the bag spike tip was broken off when the nurse attempted to spike a ivf bag for a patient.

Manufacturer narrative:
The following fields were corrected d9: device available for eval: no. D9: returned to manufacturer on: na. H6: investigation summary: no product or photo was returned by the customer. The customer complaint of component damage - no leak (spike broken) could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the bd alaris pump module smartsite infusion set spike tip broke off. The following information was provided by the initial reporter: the bag spike tip was broken off when the nurse attempted to spike a ivf bag for a patient.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 22sep2022. Investigation summary: one sample was submitted for quality investigation. The customer complaint of component damage - no leak was verified by visual inspection. Upon evaluation of the submitted sample, the spike looks to have been broken during insertion on the spike into the infusion bag. Under magnification, the break of the spike looks to have occurred at the inlet openings of the spike. A device history record review for model 2420-0007 lot number 22035619 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22035774 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22035839 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 11mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22035838 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22035620 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22035777 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22035899 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22035775 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22035776 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the damage seen in this complaint is that an excessive force was applied, perpendicular to the spikes longitudinal axis, during insertion or disconnection of the spike from the infusion bag causing for the spike to break at the tip. The bd clinical team has been made aware of the issue and further instruction or corrective action will be taken based on review the customers current practices.

Event description:
It was reported that the bd alaris pump module smartsite infusion set spike tip broke off. The following information was provided by the initial reporter: the bag spike tip was broken off when the nurse attempted to spike a ivf bag for a patient.